Event description:
Report received from (B)(6) stating that the device had low power. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).